Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error or insulin flow blocked noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer¿s low blood glucose level was at the time of incident was 40 mg/dl. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose. Customer did not allege pump was over delivering. The insulin pump will be returned for analysis.